Event description:
That patient reported that they were having problems after napping, and their clothes were all wet. It was indicated that they went to the ER with a cold, and asked about getting their bladder issues checked. However, they did not check them. Additional information was received from the patient on (B)(6) 2017. Patient reported their bladder had got really bad. They could not wait and hold their bladder. Patient stated when they went to the grocery store, they had to rush to the bathroom because they could not hold it. They did not know why they were having return of symptoms. They were not sure if interstim or bladder not working. They had no control with urine and their clothes had been wet but not their bed. Patient indicated they only had one kidney. Patient stated it was either because of the device or their kidneys. They were going to see a kidney doctor and talk to her urologist. They have an appointment with urologist at the end of september but couldn¿t wait that long. Patient indicated they lost their patient programmer (pp) and are going to make an appointment with the doctor once they get back. The indication for use was gastrointestinal/pelvic floor. There were no further complications reported as a result of this event.